Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Device was received with cracked case at display window corners. The device was received with severely scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was performed. The device was returned for analysis.